Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing infusion supplies and consuming a meal and a small snack, with ilet readings decreasing from 320 mg/dl to 260 mg/dl and a fingerstick of 240 mg/dl after tubing priming confirmed insulin drops, indicating insulin delivery. Symptoms included elevated blood glucose. Outcomes included user self-monitoring and continued use of the system without medical intervention or hospitalization. Investigation included customer support troubleshooting, review of available glucose data, and tubing function check. Investigation of this case revealed evidence of insulin delivery and a probable postprandial hyperglycemic excursion with cause unclear, with no device malfunction identified based on functional tubing and downward glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.